Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported problem was confirmed. An e433 error message, ¿esg-400 will automatically restart¿ with continuous auto-restart occurred. The malfunction was isolated to a defective generator board. Also, a software upgrade to the latest version was recommended. The device history record for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was last serviced via repair in april 2019. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that during preparation for use, error e433 appears, and the high frequency electrosurgical generator unit keeps rebooting. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. The faulty board was likely caused by wear and tear over time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event and update section e1. If was further reported no delay in the unspecified procedure, no additional sedation or anesthesia was required and it was confirmed no impact to the patient..